Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced ineffective stimulation for about a year. In turn, the patient underwent a drg system trial which was successful. As a result, surgical intervention may be taken at a later date for a permanent implant of a drg system.